Event description:
The customer called to report that the buttons were not functioning properly. The customer also stated that she was calling from the hospital where she was admitted with blood glucose levels close to 400 mg/dl. The customer did not have the insulin pump with her at the time of the call. No troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.